Manufacturer narrative:
On 25-jun-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. At the beginning of using the mapping catheter, there was no problem. After removing it for ablation, it was found that the perfusion hole was blocked during the mapping. The issue was discovered by using pressurized saline bags. After discovering the blockage, the medical team plugged in the infusion pump pipe and forcefully discharged it, but the irrigation remained blocked. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and an occlusion was detected. Further investigation revealed that the irrigation tube in the shaft section was bent. A manufacturing record evaluation was performed for the finished device 31268721l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition could not be determined. The catheter instructions for use (IFU) contain the following recommendations: always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. At the beginning of using the mapping catheter, there was no problem. After removing it for ablation, it was found that the perfusion hole was blocked during the mapping. The issue was discovered by using pressurized saline bags. After discovering the blockage, the medical team plugged in the infusion pump pipe and forcefully discharged it, but the irrigation remained blocked. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).